Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32578. It was reported that during the ipg replacement procedure (reported under manufacturer report number 3006705815-2020-31917) it was discovered that one of the lead was kinked/fractured at the anchor site. As a result, the physician decided to explant and replace both the leads. It is unknown which lead is liable so both leads are reported.